Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was returned cut in two pieces. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to the explant process. The customer's reported complaint could not be confirmed in the returned lens. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports, deviations/discrepancies were generated in this production order. Per review of the device history record, the lens was manufactured and released according to specifications. In addition, the results for diopter measurements were reviewed and found within specification. A search revealed that this is the only investigation request issued for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the historical complaint review, review of the sample, manufacturing record review, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Planned explant date was (B)(6) 2016 but confirmation of explant was not provided. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant is planned for an intraocular lens, model za9003, because the male patient experienced a post-op error of -2.00 diopter (d). The surgeon believes that the diopter power on the box does not match the actual lens power. The surgeon reported: pre-op: predicted se (spheroequivalent) -1.63d planned. Actual post-op: se -3.50d. Error approx. -2.00d. The explant surgery was planned for (B)(6) 2016. No further information was provided.